Event description:
The reporter stated, the surgeon changed his mind after inserting an aq2003v silicone three piece lens, he had wanted to insert the lens into the sulcus. The incision was enlarged to remove the lens and another same type lens was implanted into the sulcus. Sutures were required to close the incision.

Manufacturer narrative:
.